Event description:
The device was returned without any information. There were no reported adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: the device was returned with the distal tip of the blade broken off and missing . The remaining blade portion was scratched. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment and, damage of this magnitude would have been detected during this inspection and testing. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.